Event description:
The aci vascular closure specialist reported that a patient underwent an interventional peripheral procedure on (B)(6) 2013. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported by the technician that when she withdrew the sheath from the tissue tract the white tamping tube (advancer tube) was pulled back and the sealant was left exposed on the catheter wire. The sealant was not deployed in the patient's body. The technician noted that the shuttle catheter did not shuttle all the way down to the hard stop. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.